Manufacturer narrative:
(B)(4). A2 - 1932. D10 - medical product: catalog #: 115734, compr nano hmrl pps 34mm, lot # 758530. Catalog #: 115340, comp rvs hmrl ti tray 44mm, lot # 994290. Catalog #: xl-115363, arcom xl 44-36 std hmrl brng, lot # 172680. Catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 477120. Catalog #: 180502, comp locking screw 4.75x25mm crew 25mm, lot # unknown. Catalog #: 180500, comp locking screw 4.75x15mm crew 15mm, lot # unknown. Catalog #: 115382, comp rvs cntrl scr 6.5x30mm st 30mm, lot # unknown. G2: united kingdom. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial left reverse total shoulder arthroplasty performed approximately 9 years ago. Subsequently, about a year later the patient reported pain requiring pain medication and difficulties with activities of daily living. It was reported a few weeks ago that the patient received a subscapularis nerve block for pain. No further details or outcomes provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Medical records/radiographs identified the following: there is a reverse-type left shoulder arthroplasty. There is abnormal alignment of the glenosphere and glenoid baseplate reflecting implant disassociation. There is no fracture or evidence of implant loosening. Implant fit is maintained. There is malalignment of the glenosphere and baseplate as noted due to disassociation. Bone quality is osteopenic. Patient reports pain anterior-superior and anterior-central, taking pain medication. Difficulties with adl¿s. Rom forward flexion 61-90, lateral elevation 61-90. It was reported that the patient received a subscapularis nerve block for pain. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.